Manufacturer narrative:
Death date: 2017. Device is combination product. It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2017-11530 and 2134265-2017-11531. (B)(4) clinical study. It was reported that the patient died. In (B)(6) 2014, the patient presented with silent ischemia and was referred for cardiac catheterization. Subsequently, index procedure was performed on the same day. Target lesion #1 was located in the distal left anterior descending (lad) artery with 80% stenosis, and was 66 mm long with a reference vessel diameter of 3.0 mm. The target lesion #1 was treated with pre-dilatation and placement of a 2.75x38mm promus element ¿ long stent and 3.00x28mm promus element ¿ stent. Following post dilation, the residual stenosis was 0%. The target lesion #2 was located in the distal left circumflex (lcx) artery with 80% stenosis, and was 16 mm long with a reference vessel diameter of 2.75 mm. The target lesion #2 was treated by placement of a 2.75 x 16 mm promus element ¿ stent. Following post dilation, the residual stenosis was 0%. The patient was discharged on (B)(6) 2014 on aspirin and ticagrelor. In 2017, the patient died of unknown cause. No corrective action has been taken for this event.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in (B)(6) 2017 the patient died.